Manufacturer narrative:
The problem may be caused by an inappropriate usage. While encountering to dense bone, the surgeon should use the tibial peg drill to make four pilot holes before positioning the tibial tower onto the tibial baseplate trial, otherwise the device breakage might happened. On the other hands, the device manufacturing manner of the spike part has been revised from one-piece machining to welding to further enhance the device strength.

Event description:
During a knee arthroplasty, a spike on the tibial tower instrument broke while being removed from the prepared tibia. The surgeon identified the broken fragment embedded in the bone and used ronguer to carefully extract it, resulting in a brief 2-minute delay. This complication occurred after the tibial preparation was complete, so it did not affect patient outcomes or significantly delay the overall procedure. The tibial tower instrument was no longer needed for the remaining steps of the surgery. Replacement instrument was sent to the agent and the agent was requested to return the broken instrument for evaluation.